Manufacturer narrative:
Patient weight: unk. The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. The physician chose a spectranetics 12f glidelight laser sheath and a spectranetics small visisheath dilator sheath to begin the case. Due to a large occlusion present in the innominate vein discovered during the procedure, the physician upsized to a 14f glidelight and a medium visisheath. The lv lead was removed. However, the patient''s blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An innominate vein perforation was discovered. The surgeon attempted to repair the perforation, and worked on the patient for 2 hours, but repair efforts were unsuccessful. The patient did not survive. This report captures the 14f glidelight, last in use in the area when an innominate perforation occurred, requiring intervention but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.